Event description:
Reporter called, on behalf of her son, to report adverse event involving an herbst appliance. The reporter stated that her (B)(6) son was wearing the device in his mouth when a small piece broke off. The reporter said her son swallowed the broken piece and it was seen on x-ray in his intestines. Reporter said the piece was eventually passed.